Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this device's battery decreased by approximately 5 years within one years time. The patient is paced at 2%, with a fixed output, and stable lead impedance values were observed. A copy of device memory was saved and submitted to boston scientific technical services for analysis. Engineering review of device data determined that the device is working as expected. The device has had an increase in power consumption correlating with an increase in atrial arrhythmia sensing. The device appears to be depleting faster due to high atrial rates. This device remains implanted and in service. No adverse patient effects were reported.